Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-dec-30 from the health care provider (hcp) reporting that the device had been dead for about a year and the patient needed an spine MRI scan. This information contradicts the previously reported information that the ins had been explanted. There were no patient symptoms or complications reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was at end of service (eos). The patient wanted the battery replaced has it has been dead for six months. The patient's ins was explanted. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the device was explanted on (B)(6) 2019 and the device was discarded so would not be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) and the healthcare provider (hcp) indicated that the patient¿s ins was in overdischarge. The patient was unable to communicate with the ins using their external equipment and hadn¿t recharged in months. The rep tried a ¿60-minute countdown¿ with the ins, but still could not get it to charge. They mentioned that the patient did not want to sit for another attempt to recover the device, therefore the overdischarge remained unresolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient was getting poor communication and saw a poor communication screen. The patient told the caller the device hasn¿t worked or been turned on for a year. The patient stated that the ¿stimulator doesn¿t work any longer.¿ the patient was redirected to their healthcare provider (hcp). No symptoms or complications were reported.